Event description:
It was reported that during implant attempt, while the physician was extending the helix the lead pushed away from the myocardium and the helix was unable to penetrate the myocardium. It was also noted that every time the physician tried to extend the helix the lead would collapse. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however, there was blood/body fluid on the distal conductor (not obstructed) and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.